Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(6). It was reported that in-stent restenosis and angina occurred. In (B)(6) 2014, the patient presented due to unstable angina and was referred for cardiac catheterization which revealed the 100% stenosed lesion located in the mid left anterior descending artery (lad) that was 16mm long, with a reference vessel diameter of 2.9mm. The lesion was treated with pre-dilatation and placement of a 3.00mmx20mm study stent. Following post-dilatation, residual stenosis was 0%. Five days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient was diagnosed with unstable angina and was hospitalized on the same day. Coronary angiography was performed and revealed 90% in-stent restenosis in mid lad, which was treated with percutaneous coronary intervention (pci). Following intervention, residual stenosis was 0%. On the same day, the event was considered recovered/resolved. Five days post procedure, the patient was discharged.